Event description:
It was reported that after the mhv 505dm26 ap360 was implanted, valve leaflet entrapment was identified during valve function testing, which prevented proper opening and closing. The valve was replaced with a new valve, and the surgery was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a.2: age at event: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported leaflet motion was tested with the blue actuator during the implant procedure, and the valve was rotated within the annulus in attempt to obtain appropriate leaflet motion. It was further noted that the physician believes this was not a case of patient prothesis mismatch. The new valve was also confirmed as a mechanical valve of the same make and model. There was no impingement of the mechanical valve leaflets, as only a leaflet opening lag was identified. No additional adverse patient effects were reported.